Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The traveler rx coronary dilatation catheter instruction for use specifies that all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure and there is no indication of a product quality issue with respects to the design, manufacture or labeling of the device. The 2.5 x 12 mm traveler balloon dilatation catheter referenced, is filed under a separate medwatch report. The traveler bdc is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the patient underwent a coronary procedure to treat a chronic total occlusion in the left circumflex artery. Air aspiration of both a 1.5 x 12 and a 2.5 x 12 mm traveler balloon dilatation catheter (bdc) was performed inside the anatomy. The 1.5 x 12 mm bdc was advanced to the target lesion and ruptured during the second inflation at 12 atmospheres (atm). The device was removed and the 2.5 x 12 mm bdc was advanced to the target lesion. This device ruptured during the 5th inflation at 10 atm. The device was removed and there was no adverse patient effect. No additional information was provided.